Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia. The customer¿s blood glucose was 470 mg/dl at the time of hospitalization and was treated with the insulin pump, insulin intravenous and intravenous fluids. The customer's blood glucose level was 546 mg/dl at the time of the incident. The customer stated that the blood glucose shot up to 500 mg/dl. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer alleged that the insulin pump was under delivering, as they did not receive alert from cgm even though all indications show it should have alarmed. The drive support cap was normal or slightly indented. The customer¿s blood glucose was 187 mg/dl; later the blood glucose increased to 481 mg/dl. The customer stated that insulin exited at the quick release. The repeated high performance test showed no delivery. The customer reported that they do not have a back-up plan available. The insulin pump will not be returned for analysis.